Event description:
Device 4 of 4. Reference MFR report: 1627487-2012-1752, 1753, 1754. It was reported the pt is experiencing persistent pain at her ipg pocket site. Her physician is treating her with novacaine shots at the site that help for two weeks. She is pending follow up with her physician to address the pain at the ipg site. She also reports experiencing uncomfortable heating while charging her ipg. Her ipg is shallow. The pt was advised to reduce the charging intervals. Follow up info identified her ipg pocket site burns when not charging. She also reported she is not receiving effective stimulation and is requesting to be reprogrammed. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.